Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a swan ganz was unable to pace from the beginning of use after the catheter was inserted and connected to an external pacemaker. The catheter was inserted to the patient who had been experiencing cardiac tamponade. The issue was resolved by replacing the catheter and the procedure was performed successfully. Information such as what kind of surgery or examination the catheter was used for, if the patient had cardiac conduction defect, and date of event is unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A product risk assessment was previously generated to cover full open and intermittent condition at tip for bipolar pacing catheters for products nonconformance with moderate, major, or critical severity. Additionally, a CAPA was generated to address the pacing difficulty failure effect for bipolar products with full open, intermittent, and short conditions and is in the implementation phase. The root cause was related to manufacturing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The reported event of pacing issue was confirmed. Continuity testing confirmed a full open condition in the distal circuit. The proximal circuit was found to be continuous. A cut down of the catheter body was performed just proximal side of the proximal electrode to expose the pacing lead wires. Continuity testing confirmed a full open condition around catheter tip. It was also confirmed that the distal circuit was continuous from just proximal side of the proximal electrode to distal connector pin. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min. Without leakage. No other visible damage or defect was observed from the balloon, windings, catheter body, and returned syringe. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.